Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information of a patient death as found by an employee researching the database due to an unrelated event. A database search showed the patient had expired less than 1 year after implant. Follow up found that the cause of death was a cardiac arrest. According to the medical record the patient was found down at home. Resusitation was unsuccessful. Emergency medical services found the patient to be in asystole with pacer spikes noted on the electrocardiogram. No other information about the device performance was given. No complaints, allegations, or previous contacts have been made regarding the device system or any of its individual components.